Event description:
During product evaluation the baxter service technician experienced a battery low alarm on a flogard infusion pump. This malfunction was identified during evaluation; therefore, there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was evaluated on-site. During the battery test, the pump experienced a battery low alarm. This malfunction was due to the battery discharging below threshold. The main battery was fixed in order to correct the battery alarm. The pump passed all tests and was returned to the customer in working order.